Event description:
Customer reported a malfunction occurred after dropping and charging pump, displaying non-resettable malf 4 code with fault ID 0x20c9. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump while advising the customer to utilize mdi backup therapy to ensure uninterrupted insulin delivery, provided instructions for returning the defective pump, and confirmed shipping details. Training for the new pump was made available, and information about updated software and sensor usage was provided, which the customer acknowledged.